Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, a sample of peritoneal effluent was cultured, revealing pseudomonas aeruginosa. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was unknown. Outcome for bacterial peritonitis was not reported. On an unreported date, the patient was switched to hemodialysis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.